Manufacturer narrative:
Visual inspection under 30x magnification indicated no "j" wire discrepancies. X-ray of lead confirms no "j" stiffener wire discrepancies.

Event description:
Explant method: intravascular, superior technique/tools: direct traction with locking stylet no complications device analysis is provided.